Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the ball on the intra-aortic balloon (iab) was deformed, and without profile to pass the introductory. Therefore the doctor removed the iab and a new device was inserted in the patient. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab insertion difficulty is not able to be confirmed. Upon return, the iab bladder was fully unwrapped. The iab was unable to advance through its appropriate sheath due to the unwrapped bladder. The iab is to be inserted through a sheath if the bladder is fully wrapped. Although, the root cause of the complaint is undetermined the returned iab passed functional testing. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the ball on the intra-aortic balloon (iab) was deformed, and without profile to pass the introductory. Therefore the doctor removed the iab and a new device was inserted in the patient. There was no report of patient death, serious injury or complications.